Event description:
Medrad CT tri-pak -sterile disposable syringe lot 84239 use by 08/2013 date of manufacture 2008/08 bracco diagnostics isovue-250 100ml vial lot 7k39751, exp nov 2010. When filling medrad syringe with isovue, tech noted clear plastic floating in syringe - it is not clear whether the plastic fits from the syringe or the medication but due to the size of the object, it more likely was present in the syringe prior to drawing up of the medication. Device nor medication was used on a pt. Device will be held by director of pharmacy at for a minimum of six months. Diagnosis or reason for use: CT scan with contrast - device not used. Dose: 100 ml.